Manufacturer narrative:
Concomitant medical products:  addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, insulation damage, noise and high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.